Manufacturer narrative:
UDI missing: di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving vibratory alert thrice. During device interrogation, high, out of range high voltage lead impedance(hvli) was noted on right ventricular lead. All other lead values were within normal limits. The physician capped and replaced the lead on (B)(6) 2019. The patient was stable during and post procedure.